Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2017. The patient stated that after day 3 of sensor insertion, they started to experience itchiness at the insertion site. The skin under the sensor adhesive patch was reddish with irritation. The patient treated the affected area with prescribed flonase. At the time of contact, the patient was doing good. Additional patient or event information is not available. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.